Event description:
While preparing for an endovenous laser treatment, the treating physician noted that the laser fiber had an approximate 90 degree bend in the distal end, near the gold tip. This defect was noted as the physician was removing the laser fiber from sealed sterile pouch. The device was set aside to be returned to the manufacturer of evaluation. As the device was not used in the there was no harm or injury to the pt due to this product problem.

Manufacturer narrative:
The device used in the reported incident has been returned to the manufacturer for evaluation. The results of which will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.